Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the pt required an angioplasty with circulatory assist for an anterior infarct. The intra-aortic balloon (iab) was successfully inserted via the pt's femoral artery via a sheath. Per radiographic the iab was only 80% inflated, nevertheless the iab was used for this pt. There was no reported pt death or injury. There was no delay or interruption of therapy. No pt complications were reported and the pt outcome is listed as fine.